Manufacturer narrative:
The device was returned to the manufacturer for evaluation and found all locking screws and one (1) of the biplanar plates were intact, only exhibiting wear expected from normal use. However, the 2nd biplanar plate was broken. The device history records for all devices intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, although the patient had a very large amount of callous formation, the surgeon confirmed non-union of the patients bones upon removal of the tmc hardware. The excessive bending stresses the plate was subjected to due to the non-union most likely lead to its breakage. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery on (B)(6) 2017, all hardware was removed in a revision surgery on (B)(6) 2018 due to non-union. It was reported that upon hardware removal the patient had a very large amount of callous formation and the medial plate was also found broken. The doctor addressed the non-union by revising the patient with non-tmc hardware. There was no other report of any patient impact or injury as a result of this event.